Event description:
Customer alleges chair lunged forward. Undetermined injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51pr, serial number/date code (B)(4) is approximately 3 years 8 months old. The owner's manual part number 1125085 rev I (jul-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition consists of code (B)(6), late effects of cerebrovascular disease: hemiplegia/hemiparesis. Her stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer has been using this device for approximately 4 years. Dealer stated that the chair lunged forward causing the consumer to be thrown out of the chair. The consumer is in the hospital as a result of this incident. It is unknown if the consumer was wearing her seat positioning strap at the time of the incident. The owner's manual states a warning, on pages 5 & 11, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately".